Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application required an update prior to an attempt to interrogate an implantable device, however after updating the application software version it launched to an unexpected error. It was then attempted to use the diagnostic mobile programmer application, but the necessary credentials to log in were unavailable. Troubleshooting steps were advised that the correct application for use was the remote monitoring mobile application. After which allowed for successful interrogation and transmission. There was no patient involvement.